Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2020. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of an amia peritoneal dialysis (pd) cycler disposable set was disconnected from the connector from the red clamp line. The disconnected pull ring cap was discovered inside the set packaging during setup/preparation for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.